Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) intermittently withheld shock therapy for ventricular tachycardia (vt) episodes due to the right ventricular (rv) lead undersensing at the time of t-wave discrimination. The crt-d withheld therapy for approximately 40 seconds before all therapies were delivered and exhausted during a vt episode which resulted in the patient needing to be externally rescued. After the vt episode, the patient's family chose to withdraw care. The physician noted that the patient had issues with internal bleeding and an ulcer on their leg. The patient passed away a day after defibrillation therapies were turned off.